Event description:
It was reported that the patient had severe adverse reactions to their bladder stimulator. The patient was implanted in 2014 and had normal pain right after surgery. Later in 2014, the patient¿s pain had become excruciating and it was so bad they went to the ER and turned the bladder stimulator off. The pain became more manageable, but once it was turned back on,the pain returned. The patient became more active in 2015 and the pain had become unbelievable. The patient couldn¿t get out of bed. The patient recently saw a neurologist who told them the stimulator was affecting their muscles, which was contributing to their pain. They believed the muscles were in complete spasm and the patient was very frustrated. The patient had become completely inactive and the patient outcome was hospitalization. No patient information, diagnostics, interventions, or outcome were reported regarding this event. Further follow-up could not be obtained at the time of the report.  Should additional information be received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).